Event description:
It was reported by the rep that the (2) tlv30 were used during a lobectomy procedure. It was reported that the staple line did not hold for either stapler. A third stapler was pulled from stock to complete the case. There was no pt consequence.